Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a patient had a pump refill on (B)(6) 2015 and beginning (B)(6) 2015, they had withdrawal symptoms (later reported as later the evening of (B)(6) 2015). The patient said they were ¿real sick¿ and later reported headaches, sweating, and nausea. The onset of the symptoms was unknown. The patient saw an ¿8474¿ code on the 8835 (personal therapy manager/ptm). The pump went into safe state, per the reporter. An audible alarm was heard. The healthcare professional (hcp) reprogrammed the pump to 9.121mg/day. Logs showed a ¿reset occurred¿ and a ¿low battery-reset occurred¿ on (B)(6) 2015. Since the hcp visit the patient said the pump was working. The patient was ¿afraid to use the ptm¿ as she thought that was what caused the issue. A follow up was scheduled for (B)(6) 2015. A second manufacturer¿s representative reported on (B)(6) 2015 that upon interrogation the safe state reset occurred message appeared; the pump was intermittently going into safe state mode. The pump was restarted twice but after both times it went back into safe state. The pump was replaced (B)(6) 2015 and was returned for analysis. During replacement the catheter was found to be patent. Following replacement the patient recovered without sequela, and withdrawal symptoms were ¿much better.¿ the new pump was delivering drug appropriately. The pump was used to infuse dilaudid (hydromorphone). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a low battery reset with an undetermined cause.